Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1155221. Medical device expiration date:2022-06-30 . Device manufacture date: 2021-06-04. Medical device lot #: 1259054. Medical device expiration date: 2022-09-30. Device manufacture date: 2021-09-16 . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ mononuclear cell preparation tube, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: gel doesn't separate the sample after centrifugation. Customer also describes observations that during centrifugation of multiple tubes the issue is that some of the tubes are not separating, this happens sporadically."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation issues were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor barrier) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® cpt¿ mononuclear cell preparation tube, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: gel doesn't separate the sample after centrifugation. Customer also describes observations that during centrifugation of multiple tubes the issue is that some of the tubes are not separating, this happens sporadically."